Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and confirmed that the peripheral seal of the cupola was cracked at several locations. Maquet provided the customer with a new seal in order to perform the repair. Maquet determined that the device failed to meet its specification due to the use of a cleaning product that contains active agents that are not recommended per the labeling. Additionally the device was directly involved with the reported incident and was being used for treatment of patient when the event occurred. Users should "check the lightheads for chipped paint, impact marks and any other damage" on a daily basis per the instruction for use.

Event description:
The customer reported that, during a surgery, some particles that came from the cupola seal, fell off into the surgical field. There were no injuries reported. (B)(4).